Event description:
"[Summary] device migration during tevar. [Description / sequence of events] (B)(6) 2017. 1-debranching operation was performed first, and then tevar was started for thoracic aorta aneurysm with left femoral artery approach. Relayplus was advanced to right below lcca, and the first stent was deployed. At that time, the device was moved back and forth with heartbeats. When the second stent was deployed, it was moved to distal direction due to blood flow. So the physician attempted to push the whole system to proximal direction in order to correct its position; however it was unable to move the device. Rests of stents were deployed and a bare stent was released. At the same time, the device was gradually moved to proximal direction. Angiogram showed that the proximal edge of relayplus was moved to right below brachiocephalic artery. A slight blood flow to lcca was confirmed. Carotid artery was opened and 7fr short sheath was inserted. A stent (boston scientific: expressld 8mmx37mm) was then implanted as the proximal edge of relayplus was positioned at the middle of proximal stent entry). Adequate blood flow was confirmed with angiography. Amplatzer vascular plug 14mm (s.j.m.) Was then implanted in lsa. One more relayplus was implanted in the distal portion and the operation was completed without further problems. Comments from physician: it is unknown why relayplus migrated to the proximal portion, so please investigate data and provide possible reasons (CT data will be sent to bolton as soon as they are provided.)" Patient outcome: "tevar was completed without further problems"

Event description:
"[Summary] device migration during tevar. [Description / sequence of events]. (B)(6) 2017. - 1-debranching operation was performed first, and then tevar was started for thoracic aorta aneurysm with left femoral artery approach. - relayplus was advanced to right below lcca, and the first stent was deployed. At that time, the device was moved back and forth with heartbeats. - when the second stent was deployed, it was moved to distal direction due to blood flow. So the physician attempted to push the whole system to proximal direction in order to correct its position; however it was unable to move the device. - rests of stents were deployed and a bare stent was released. At the same time, the device was gradually moved to proximal direction. - angiogram showed that the proximal edge of relayplus was moved to right below brachiocephalic artery. A slight blood flow to lcca was confirmed. - carotid artery was opened and 7fr short sheath was inserted. A stent (boston scientific: expressld 8mmx37mm) was then implanted as the proximal edge of relayplus was positioned at the middle of proximal stent entry). Adequate blood flow was confirmed with angiography. - amplatzer vascular plug 14mm (s.j.m.) Was then implanted in lsa. - one more relayplus was implanted in the distal portion and the operation was completed without further problems. Comments from physician. - it is unknown why relayplus migrated to the proximal portion, so please investigate data and provide possible reasons (CT data will be sent to bolton as soon as they are provided.)" Patient outcome: "tevar was completed without further problems."